Event description:
It was reported that pump displayed cartridge change error during use and customer was unable to successfully load new cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, discarded damaged cartridge, cleaned pump, and refilled a new cartridge with guidance from technical support but still could not complete load process, so technical support arranged replacement pump under warranty, instructed customer to place current pump in storage mode, return it using pre-paid label, and then program pump settings and connect cgm on replacement pump, which customer understood and acknowledged.